Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test due to failed battery test alarm. Device had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working at all he changed the battery and the insulin pump didn't turn on anymore. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the contacts on battery cap was damaged also batter compartment and spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.